Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was confirmed. Based on a visual inspection, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement of both common femoral arteries was attempted with proglide devices, using a pre-close technique, via 6f sheaths prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, cuff misses occurred at both common femoral arteries. The arteriotomy was 6f and the vesses were moderately calcified. The sutures of two additional proglide devices were successfully preplaced on both sides using the preclose technique. The sheaths were upsized to 12f and 18f and the aaa procedure was completed. The successfully preplaced sutures were used to achieve hemostasis on both sides. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and trained in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device was filed under a separate medwatch manufacturer report number.